Event description:
It was reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed to inspect various components of the pump and remove an o-ring from the pneumatic tap, after which they cleaned the area. The customer was successfully able to reload the original cartridge and resume insulin therapy.